Event description:
It was reported that during a bunionectomy, a screw without the head was retained in the pt. The head of the screw broke off as the screw was being tightened. The head was retrieved; the screw body remained in the pt, fully seated, but not retrieved. The case was completed successfully with the k wire fixation technique. Insertion site: first metatarsal. Pt quality of bone: soft. No further pt info was provided at the time of this report or made available in response to f/u communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval, but was not returned because it was discarded by the facility, therefore the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is over-insertion or leveraging the implant during insertion. In addition, a change has been made to increase material thickness under the head of the screw to reduce the possibility of this type of event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.